Event description:
This complaint is now reportable based on the analysis completed on 01/28/2008. It was reported that during a percutaneous coronary intervention procedure, the tip of the catheter was kinked. No pt complications were reported. However, returned product analysis revealed that the catheter also exhibited a crack on the surface 1.8cm from the distal tip, exposing some braid.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The returned catheter exhibited a shaft kink located 1.8 centimeters proximally from distal tip. Visual examination of the kink revealed the surface of the catheter to be cracked, exposing some braid. Further examination of the material surrounding the crack/kink did not reveal any abnormalities that would have contributed to the damage. It could not be determined if the shaft kink contributed to the crack or if the crack contributed to the shaft kink. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on this analysis, the most probable root cause can be attributed to operational context. A CAPA has been initiated to address this issue.